Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer was admitted to hospital because they had passed out and had hyperglycemia. Customer was hospitalized and dispatched from emergency medical services on (B)(6) 2021. The customer's blood glucose level was 500 mg/dl when admitted to the hospital. Customer was treated by emergency medical services. Customer reported difficulty in breathing as symptom of high blood glucose level. Customer reported confusion as symptom at the time of hospitalization event. It was unknown whether the auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.